Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated but the ptfe is still holding the two ends together. There is a flat spot 4.1cm from the tip and the tip is flattened. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter connection fractured. The target lesion was located in the left coronary artery. A 145 guidezilla was selected for use. During preparation, it was noted that the connection of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported. Patient was stable post procedure.

Event description:
It was reported that catheter connection fractured. The target lesion was located in the left coronary artery. A 145 guidezilla was selected for use. During preparation, it was noted that the connection of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported. Patient was stable post procedure.